Manufacturer narrative:
During testing of the device mechanism using a test device the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The probable cause of the s421 malfunction alarm code was loose motor due to the under application of the adhesive seal or the adhesive seal being applied over grease and a broken motor encoder. The customer reported s420 malfunction alarm code was not duplicated during testing at the service center. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service center with a report from the customer of a malfunction alarm of s420 (led error-pmc right). No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center a s421 (motor error-pmc, right) malfunction alarm code occurred.